Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-06605- device 1 of 2. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in brazil on (B)(6) 2024, it was reported by the patient that two insulin flow blocked alarm received. In troubleshooting it was found that alarm was caused at the time of basal/bolus/ fill. No further information was available.